Event description:
A consumer via a manufacturer representative reported a consumer's implantable neurostimulator (ins) had premature battery depletion. There were no environmental factors, no troubleshooting was done, and the consumer had the ins replaced. Symptoms were noted as the consumer had a return of his parkinson symptoms, tremor and akinese. The issue was noted as resolved. Additional information received from the representative reported the consumer did not really (unknown) receive effective therapy until the battery depletion. The consumer indicated the battery capacity was 2.48v on both (B)(6) 2016, although the representative was not sure the dates were correct. Setting were noted as continuous with: right at 3.2 v, 130 hz, 60 usec, c+6-; and left at 3.4 v, 130 z, 60 usec. Elective replacement indicator (eri) was at 2.48v and the consumer was now doing okay. It was noted that the ins was explanted on (B)(6) 2016 as well as that the event occurred on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.